Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 48 synergy ii des drug-eluting stent (des) was selected for use. While removing the protected cover off the stent the physician felt resistance. The delivery system then broke. The synergy ii des drug-eluting stent was replaced. There were no patient complications reported and the patient condition was stable.